Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: event 4 another issue I have encountered is disconnecting bd primary IV tubing from the maxzero after an IV infusion is finished. Due to whatever positive pressure is there, I have had vigorous sprayback into my face and onto my clothing during disconnection of the primary tubing from the maxzero I heard the bd reps say that nurses are removing the connection too quickly. This is not the case.